Event description:
The customer contact reported the device touchscreen does not respond when pressed and would not calibrate. There was no reports of any adverse patient events, and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was found to be out of calibration and would not calibrate. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility and investigation at the user facility. During testing, the device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospital personnel.